Event description:
The clinician reports the implant was inserted (b)(6) 2025 in ADA 23. On (b)(6) 2026, non-osseointegration was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: Pain. No further patient complications were reported.